Event description:
On (B)(6) 2012 while receiving a hemodialysis treatment a potential dialyzer reaction occurred, this was discovered while reviewing medical records for another event. The hemodialysis patient experienced seizure like activity which clinched extremities, eyes averted upward and a blocked airway during a hemodialysis treatment. The hemodialysis treatment was discontinued and the patient was reinfused. An oral airway was put in, oxygen administered via ambu bag and the patient was transported to the medical intensive care unit where all symptoms self resolved. The patient was immediately alert and oriented times three, became talkative with thick speech but clear. The hemodialysis treatment was reinitiated with an alternative dialyzer where the patient completed his treatment without further ill effects or issues. The patient continues hemodialysis therapy using the alternative dialyzer without problem or issue. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
Medical records received, review was performed.